Event description:
Boston scientific received information that one week after the implantation of this right ventricular (rv) lead, it was discovered that it had dislodged. A revision was performed and this rv lead was successfully replaced. No other adverse patient effects were reported in association with the surgical procedure.

Manufacturer narrative:
This rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.